Event description:
It was reported that the neurostimulator failed. The battery was depleted. The neurostimulator was replaced. Further info is being requested.

Manufacturer narrative:
Final device analysis revealed no significant anomalies for the neurostimulator. No failure was detected but the product was out of spec. There was no output and telemetry. Normal end of life was assumed. Foreign material was found in the connector port. The connector block and insulation coating were scratched. The battery was expanded, there were cosmetic depressions in the access hole adhesive.